Manufacturer narrative:
Weight:unknown, ethnicity: unknown, race:unknown. This product is not marketed in the us (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 vticm5 12.6 implantable collamer lens of -8.5/3.5/095 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021. The lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.